Manufacturer narrative:
A lumenis service engineer visited the six (6) days after the reported event. Upon arrival, the engineer confirmed that the system was in case saver mode. After inspection of the system, the engineer found 3 damaged first relay mirrors. Replaced 2 mirrors but didn't have 3rd in stock. Will need to order and return. However, since 3 of the brick are now working, the laser may be used up to 60w until last mirror is replaced. Performed pm on system as per service manual. Tested power output, alignment, and functionality, the laser was found to have met manufacturer specifications (except for the 60w limitation) and was returned to the facility safe and operational. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 9-aug-2016 and installed at the customers site on (B)(6) 2019. A review of system risk files ((B)(4)) revealed risk #2.3.1; 'optical misalignment -or- optics damage' which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk has been quantified and found to be 'occasional', and the risk has been characterized and documented as acceptable within full risk assessment. A review of system risk files ((B)(4)) revealed risk #2.3.2; insufficient energy failure which has the potential to lead to prolonged procedure or ineffective treatment which may require re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. In this case, an alternate laser was brought in to complete the case with no complications to the patient. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction. Unrelated to the event, lumenis has initiated CAPA # (B)(4) to further investigate and address mirror issues of the holmium system. This complaint is being closed to CAPA # (B)(4), and therefore follow-up MDR is not required. Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a ureteroscopy procedure in which a lumenis pulse 100 was being utilized the system suddenly "stopped working". An alternate laser was brought in to complete the case. No report of patient injury was received, and the event did not cause or contribute to any change in the patient's condition.